Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this 62 y/o male patient had a cuff tear post tsa, caged glenoid was also disassociated from poly. Revised to a reverse. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital will not release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, e, g the reported glenoid failure may be the result of glenoid fracture of the center peg from the polyethylene body due to eccentric loading of the glenoid secondary to instability resulting from the reported rotator cuff deficiency. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.